Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. The customer is a self servicer and will replace the batteries and expired safety disk, then clear the unit for use. However, we have requested information on the replacement of the parts and the status of the unit. A supplemental report will be submitted, if necessary. The initial reporter is a getinge designee who has different contact details from that of the event site. However, contact details are not available at this time.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test during a field action upgrade performed by a getinge designee. There was no patient involvement, thus no adverse event was reported.